Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the pt underwent direct stenting of the 1st ob mar with a xience v stent. In 2009, the pt presented to the ER with chest pain. Diagnostic coronary angiogram revealed 70-90% stenosis within the 1st ob mar. Percutaneous coronary intervention was performed as treatment. There is no additional event or pt info available.

Manufacturer narrative:
Angina and stenosis, as listed in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of product quality issue. There was no report of any product malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is possible that the angina is a secondary effect of the stenosis which required pci as treatment and hospitalization. The xience v IFU states, to pre-dilate the lesion with a ptca catheter.